Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch select simple meter displayed an error 2 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the error message first appeared during the night of (B)(6) 2017. The patient stated that the subject meter displayed a blood glucose reading of ¿154mg/dl¿ and the meter then displayed an error 2 message. It is not known what medication (if any) the patient took to manage their diabetes at this time but the patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The next morning the patient was reportedly found ¿unconscious and froth was coming from their mouth¿. The patient was hospitalized and upon arrival at the hospital the patient¿s blood glucose was measured at ¿35mg/dl¿ on a hospital device. It is not specified what type of treatment the patient was given at this time but the healthcare professional reported that the patient developed these symptoms due to low blood sugar. The patient was discharged from the hospital on the same day with a prescription for ¿semi tribet 1¿ medication. At the time of troubleshooting the csr noted that this was not the first time the product had been used and the correct test strips were being used. The issue was resolved by walking the patient through a retest; the patient was using the incorrect testing technique. The patient was happy using the subject products and did not want any replacements. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms with meet lfs¿s criteria for a serious injury reportable adverse event.